Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient was able to see distance one day later the surgery. After a week since surgery she cannot read or see near and experienced blurry vision. At night the halos around every light source are significant. About 4-5 rings around headlights and streetlights. It makes it difficult to read street signs. Additional information was received and stated, patient also experienced blurry vision at intermediate distance and severe starburst around light sources at night. At one week post-operative visit the eye looks healthy and seems to be healing with very little swelling and doctor suggested using dry eye moisturizing drops.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, patient said she was 7 weeks from the surgery and still cannot clearly see and her doctor said that she had healed well. The distance vison was good but letters are blurry and cannot read street signs, the intermediate vision can make out the letters but blurry at close and cannot read any letters. In nighttime there was halos and starburst making it very difficult to drive. She was waiting for another month to see if the vision gets better and will not have surgery on her second eye.